Event description:
It was reported that the customer experienced low blood glucose and went to the emergency room, where customer was subsequently hospitalized, with lowest blood glucose recorded as 40 mg/dl. The customer received intravenous fluids (IV) and saline for treatment. Customer had accidentally entered and received more insulin than intended during a bolus. Technical support advised customer to always verify bolus amounts and recommended consulting healthcare provider to discuss factors affecting blood glucose; caller agreed to proceed with a supplies and system check and acknowledged all guidance. The customer was released from the hospital (B)(6) 2026 with no injury or permanent damage identified.